Event description:
Information was received indicating that there was leakage of solution near the filter when the cadd administration sets - flow stop was used. There were no adverse events reported.